Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module (e5-2). The patient's initial hcgb result was 10000 miu/ml accompanied by a data flag from a pour-off tube on module e6-2. The sample from the pour-off tube was auto-diluted 1:100 on module e5-2 and the result was 10.00 miu/ml accompanied by a data flag and it was reported outside the laboratory. This result was considered incorrect. The original pour-off tube was repeated on module e9-2 and the result was 10000 miu/ml accompanied by a data flag. The pour-off tube was auto- diluted 1:100 by module e6-1 and the result was 115829 miu/ml accompanied by a data flag. The master tube from the sample was tested the same day on module e6-2 and the result was 10000 miu/ml accompanied by a data flag. The same master tube sample was auto-diluted 1:100 by module e9-2 and the result was 108594 miu/ml accompanied by a data flag. 115829 miu/ml was considered the correct result and it was issued as a corrected report. The customer does not know if there was any affect to the patient and no calls had been received from the doctor. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative found that there had been a short sample. He put on a new probe. He observed the e-module performing correctly and per specification. All system checks were successful. The customer performed quality control with passing results.